Event description:
It was reported that the left ventricular lead was causing diaphragmatic stimulation (nerve stimulation). The physician attempted to reposition the lead, but was unable to insert a wire for repositioning. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) all conductors distorted. Full lead returned and analyzed. The outer insulation was breached cut and blood on all conductors.